Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported a left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and later also reported "nausea, headache, fatigue, swelling lymph nodes, brain fog and heart palpitations". Device remains implanted.